Event description:
The cylinder has been bad for approximately 6 months, the end-user didn't bring it in and it caused the motor screws to come loose and now grease is leaking. The dealer states he tightened the screws in the motor back up. The dealer also mentions that cock roaches came out of the chair when he went to take the batteries out.